Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 65 mg/dl. During troubleshooting, the insulin pump was able to rewind without incident. However, the insulin pump alarmed off no power after troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the self-test, off no power, unexpected restart, occlusion, prime, excessive no delivery, or displacement tests due to the motor error alarm. The pump passed the idle current and run current tests. No blank display was noted. Unable to verify the off no power alarm due to the motor error alarm. The pump was received with deep scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a corroded battery tube.